Event description:
It was reported that the patient¿s device was explanted due to an infection at the pocket. It was unknown if a culture was taken or if an antibiotic treatment was necessary. The patient¿s leads and implantable neurostimulator (ins) were both removed in (B)(6) 2014, a new ins and lead were implanted. The patient¿s status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).